Event description:
Event description: it was reported that patient's second plate in the thigh is broken. Patient is currently waiting for an operation. Patient is not feeling well. No further information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).